Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed in the esophagus on (B)(6), 2020. According to the complainant, prior to the procedure, the first band was successfully deployed; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable. The device was returned. ***additional information received on (B)(6), 2020*** it was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable event of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the tripwire was partially rolled in the handle assembly and there was evidence that it was secured in the handle slot. However, the trip wire was kinked in several locations. The slack was removed properly and a crimp was present on the tripwire. It was also noted that the suture loop was intact, but the suture was detached from the ligator head. There were no bands that returned attached on the ligator head. It was possible to observe that the suture hole was torn with whiteness on one side, providing evidence of tension caused by the suture. It was also noticed that the ligator head teeth were damaged, indicating a force applied in continued attempts when trying to deploy the bands. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block b5, e1 (initial reporter address), (initial reporter city), (initial reporter zip/post code)

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal band ligation (evl) procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the first band was successfully deployed; however, the second band could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was stable.